Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient's mother deactivated pod while still at home; she reported that insulin was not being properly, due to damage to personal diabetes manager screen being unreadable. Symptoms reported include hyperglycemia and abdominal pain. At the hospital. The patient was treated with intravenous fluids and sodium, an insulin drip, magnesium and tylenol. The duration of hospital stay was not provided by mother, but patient had already been released at the time of reporting.